Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient's wife stated the patient woke up in a stupor and she immediately called 911. When the paramedics arrived, they checked the patient's finger stick reading and the meter was displaying 26 mg/dl. The patient was treated with glucose by mouth and stabilized around 7:00am. The patient's wife stated she was unsure of what the issue was with the dexcom system. At the time of contact, the patient was still in the hospital recovering. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.